Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 429 mg/dl and it was addressed with a bolus via the pump. Reportedly, there was a large air gap in the tubing as well as small air bubbles. The customer primed the tubing.